Event description:
A caller reported a tandem mobi cartridge alarm, which was confirmed as cartridge alarm 34. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer, guided by technical support, was sent a replacement pump and instructed on how to put the old pump into storage mode. The customer understood the instructions and acknowledged the necessary steps to return the problematic pump to tandem using a pre-paid label within ten days. A backup therapy using mdi was confirmed to ensure insulin delivery was not interrupted.